Manufacturer narrative:
(B)(4). Code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Code 22: the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and/or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2011, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, estimated to be on or about (B)(6) 2017, follow up computed tomography (CT) determined enlargement of the aneurysm (amount unknown). Additionally, CT showed a proximal type I endoleak caused by distal migration (distance unknown). The cause of the migration was unknown. On (B)(6) 2018, the patient underwent endovascular reintervention and an endurant¿ endoprosthesis was implanted proximally to extend coverage of the gore® excluder® aaa endoprosthesis in the proximal neck. The patient tolerated the procedure and the endoleak was resolved.